Event description:
Consumer contacted via e-mail and stated that the cotton swab portion of the tampon was inserted into the plastic applicator upside down, so when inserted, the string was facing inwards rather than outwards. She noted the string would still be visible, but shorter, and each tampon like this would fall out well before its full absorbency lifespan. No injury was reported.

Manufacturer narrative:
30-dec-2020 product investigation results: no failure could be identified as a result of the investigation.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Consumer contacted via e-mail and stated that the cotton swab portion of the tampon was inserted into the plastic applicator upside down, so when inserted, the string was facing inwards rather than outwards. She noted the string would still be visible, but shorter, and each tampon like this would fall out well before its full absorbency lifespan. No injury was reported.